Manufacturer narrative:
Section b5: event details corrected. Section h6: health effect - clinical code and health effect - impact code corrected. Manufacturer¿s investigation conclusion: a specific cause for the patient¿s infection and sepsis could not be conclusively determined through this evaluation. The reported low flow alarms could not be confirmed as no log files were submitted for review. Although a specific cause for the reported alarms could not be conclusively determined through this evaluation, the account stated the alarms were due to hypotension. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (local, driveline, and pump pocket), sepsis, and death, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient with a known driveline infection was feeling well since being discharge home on (B)(6) 2024. The cause of death was reported to be sepsis.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient with a known driveline infection was feeling well since being discharge home on (B)(6) 2025. The left ventricular assist device (lvad) dressing was still with frequent saturation with whitish discharge. The patient denied any other lvad specific issues. On (B)(6) 2024, the patient presented to infectious disease for an office visit with worsening lvad drainage. The patient started on doxycycline 100 milligram (mg) tablets by mouth every 12 hours and bactrim 800-160 mg tablet with the plan to take for at least 4 months. On (B)(6) 2024 the patient stopped amoxicillin and continued bactrim and doxycycline. The patient was admitted on (B)(6) 2024 for worsening erythema, discomfort, and purulence at driveline site. The patient received intravenous antibiotics and further evaluation with computed tomography (CT) of the abdomen and pelvis was to be performed. On (B)(6) 2024, the patient underwent irrigation and debridement of the driveline with repositioning, and placement of a wound vacuum dressing. A CT scan of the abdomen was performed on (B)(6) 2024. The patient was discharged on (B)(6) 2024 and felt very weak that week. They were not able to walk and had difficulty standing. Discharge to rehabilitation was recommended by physical therapy. The patient refused and requested transfer to home with home services. Per infectious disease, bactrim was stopped (B)(6) 2024 and the patient was on linezolid 600mg q12h from (B)(6) 2024. The patient continued imipenem 1000 mg IV twice daily (for a plan of at least 6-8 weeks) and doxycycline 100 mg twice daily (indefinitely). On (B)(6) 2024, the patient was admitted for elevated international normalized ratio (inr) 8. During this admission, infectious disease and cardiothoracic surgery were consulted for management of the driveline infection. There was no further debridement options as the patient had been deemed a prohibitive risk to undergo pump exchange. Patient requested to be not resuscitate (dnr). On (B)(6) 2024, the patient had low flow alarms. Pump parameters were speed of 5300 rotations per minute (rpm), flow of 2.8 liters per minute (lpm), pulsatility index (pi) of 11.5, power of 4.1 watts, and mean arterial pressure (map) of 64. Given the lack of medical and surgical options, the patient decided to be transitioned to hospice and requested that their lvad be turned off. On (B)(6) 2024, the lvad was turned off. The patient was noted to be pulseless and apneic. Their pupils were fixed and dilated, and the patient was pronounced deceased. Related infection MFR: 2916596-2024-04467.